Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 468 mg/dl. Customer's blood glucose at time of call was 204 mg/dl. Customer mentioned the device would delivered couple drops of insulin then stop. Customer declined troubleshooting and wanted the device replaced. Customer agreed to return the device for analysis.